Event description:
Procedure performed: tah bso. Event description: it was used by one of our new consultants mr in theatre 1 doing a tah bso. The device stuck to the tissue and wouldn¿t open but there was no harm to the patient. Unfortunately the device was discarded. Additional information received via email from applied medical, 13 september: I've just been to the hospital and spoken to one of the staff members. The only clarification I received was, jaws locked in one position and they were unable to open it. It wasn't due to sticky tissues but rather a fault mechanical aspect on the handpiece. There was only one event and that's jaws locked in one position, not necessarily sticking but they couldn't pull it away from tissue. Am still waiting on the other answers as the staff weren't able to remember. They have emailed the surgeon to get more info. They have apologised for not being able to get any more details but have assured to keep me posted. Will let you know as soon as I gather more info. Patient status: no injury occured.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The event unit will not be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tah bso. Event description: it was used by one of our new consultants mr [] in theatre 1 doing a tah bso. The device stuck to the tissue and wouldn¿t open but there was no harm to the patient. Unfortunately the device was discarded. Additional information received via email from applied medical, 13 september: I've just been to the hospital and spoken to one of the staff members. The only clarification I received was, jaws locked in one position and they were unable to open it. It wasn't due to sticky tissues but rather a fault mechanical aspect on the handpiece. There was only one event and that's jaws locked in one position, not necessarily sticking but they couldn't pull it away from tissue. Am still waiting on the other answers as the staff weren't able to remember. They have emailed the surgeon to get more info. They have apologised for not being able to get any more details but have assured to keep me posted. Will let you know as soon as I gather more info. Patient status: no injury occured.